Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. A chest x-ray was performed which showed the lead was in an unusual position. The device was reprogrammed, and the patient was referred to their electrophysiologist. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a lead revision was attempted. Upon opening the pocket, it was noted that the lead was severed. This was also visualized via x-ray. The procedure was ended at that point, and the patient was being referred to the electrophysiologist. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. A chest x-ray was performed, which showed the lead was in an unusual position. The device was reprogrammed, and the patient was referred to their electrophysiologist. No adverse patient effects were reported. The lead remains in service.